Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI:(B)(4) , serial:(B)(6) , batch: a000141557.

Event description:
It was reported one of patient's leads had migrated and impedances. Patient lost effective therapy as a result. Investigation was unable to identify which lead attributed to the issue. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported patient needs MRI functionality. Therefore, patient underwent surgical intervention on (B)(6) 2025 during which both leads were explanted and replaced. Therapy was restored post-op.